Event description:
I am an insulin dependent diabetic, well-controlled on insulin pump for the past 20 years. Lately (the latest event being today) I have experienced extremely high blood sugars within a few hours of changing my infusion set. When I change the set (after other trouble-shooting hasn't work). I have found the sub-cutaneous cannula to be kinked. I use a quick-serter and have not had this problem in the past, but lately it has happened several times within the few months. I am concerned that the quality of the material used for the cannula is not as good as it used to be.